Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was calling about the recall. Customer stated that it happened to her. Customer's blood glucose level was 199 mg/dl. Customer was asking if she needs to exchange her pump. Customer stated that she thinks she is good because the time that it happened to her, it was by mistake and she did it on her own. Customer needed a big bolus anyway. Customer also mentioned a broken belt clip. Customer was assisted with replacing the belt clip. No additional information provided.